Event description:
It was reported that during set-up for a da vinci s surgical procedure, there was a collision between one of the instrument arms and the camera arm. After the collision, the instrument arm became unresponsive. The site restarted the system, however, the instrument arm remained unresponsive. The surgeon decided to convert the procedure to traditional open surgical techniques to complete the planned surgery. No patient harm was reported.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 32 mg/dl and 343 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.